Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-12762. It was reported that the patient presented for a lead replacement procedure to extract the left-side implanted leads and implant new leads on the right side to allow for radiation treatment in an area on the left side. After the leads were explanted, it was noted that there appeared to be abrasions on the proximal portion of the leads. A review of remote transmissions revealed that there had previously been multiple episodes of noise. Some of the episodes were noted to have occurred during magnet response. It is suspected that the noise on both leads occurred during an unrelated procedure, although the cause of the noise was unconfirmed. The patient was in stable condition.